Manufacturer narrative:
Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed low flow events down to as low as 0.0 lpm. Although a specific cause could not be conclusively determined through this evaluation, based on previous complaint experience, the captured rotor noise faults following the decrease in flow to 0 liters per minute (lpm), as well as the increase in rotor noise and rotor displacement values, appeared consistent with a foreign material being ingested into the pump, contacting the rotor, and passing through the pump. The controller event log file contained data from (B)(6) 2022. The pump operated as intended at the set speed for the duration of the log file. The log file captured the flow operating at its baseline range until (B)(6) 2022 at 16:03:03 when the log file recorded an acute drop in flow down to 0.0 lpm. The flow operated below the low flow threshold for approximately 6 minutes until the log file recorded a recovery in flow back to the patient¿s baseline range, where it operated for the remaining duration of the submitted log file. During the low flow state, the log file recorded an initial decrease in power down below the patient¿s baseline values and then an increase in power above their baseline values. Following the events, the patient¿s pump power returned to baseline. The log file also recorded rotor noise flags during the low flow state. The account reported that the patient experienced a drop in flow as low as 0.0 liters per minute (lpm) for approximately 6 minutes. The patient was reportedly asymptomatic during the event. An echocardiogram was performed with revealed the septum was midline and all of the patient¿s vitals were within normal limits. The cause of the alarms was not identified, and the alarms reportedly resolved after the patient laid flat in bed. The patient reportedly experienced no further alarms and was worked up for discharge. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This IFU contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of all pump parameters, including pump flow. The IFU states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had approximately 6 minutes of low flow events, as low as 0-0.2 lpm. The flow returned to normal with no further events noted and the patient was asymptomatic while sitting, and it was noted that the patient's vital signs were within normal limits. Log files captured a transient period of low flow events on (B)(6) 2022 from 16:03 to 16:09, with calculated flow as low as 0 lpm. The cause of the low flow alarms was not identified, but they resolved while the patient was lying flat. An echocardiogram was performed and the results were within normal limits with septum midline. The patient had no further alarms and was planned to be discharged.